Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that, after an unspecified duration of pod wear, she was admitted to the hospital on (B)(6) 2025, due to symptoms including elevated blood glucose levels, weakness, and confusion, and was diagnosed with diabetic ketoacidosis. No specific blood glucose values were provided. The patient was unable to recall the specific medical treatment provided during the hospitalization but confirmed that she remained hospitalized for approximately three days and was discharged on (B)(6) 2025. The patient reported observing slight redness at the pod insertion site on their abdomen and minor insulin leakage during wear.